Manufacturer narrative:
H6 ime e2402: dyspepsia, sinuses, difficulty eating, malnourishment. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced hernia recurrence, soft tissue attenuation, fistula, abdominal pain, malaise, dyspepsia, discharge of pus from wound, multiple sinuses, abscess, wound leaking, difficulty eating, mesh infection, wound dehiscence, fluid collection, infected gastric band, malnourishment, dehydration, <(>&<)> bleeding. Post-operative patient treatment included CT scan, IV antibiotics, partial mesh removal, hospitalization, use of PICC line, injections into abdominal wall muscle, laparotomy/division of adhesions, formation of stoma, incisional hernia repair, right hemicolectomy, closure of hernia defect, blood/plasma transfusions, ICU level care, pca for pain control, & wound care.